Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the catheter with no evidence to suggest a manufacturing related cause. The reported complaint could not be confirmed and a probable cause could not be established based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the PICC had been in use for 3-6 months. One lumen did not bleed and was sluggish and started to show resistance and not possible to infuse. The catheter was removed and no additional PICC was inserted. No report of patient injury or consequence.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the PICC had been in use for 3-6 months. One lumen did not bleed and was sluggish and started to show resistance and not possible to infuse. The catheter was removed and no additional PICC was inserted. No report of patient injury or consequence.